Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not confirm the reported issue. Following 12 hours of test run performed, no error occurred; device works properly. Based on unit technical inspection and functional test results, no device malfunction was reproduced; gas blender is working properly. Most likely the issue is related to an improper connection of hospital gas lines to device and/or gas leak from these lines. Therefore, event has been re-assessed as not reportable.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender did not work properly. The issue occurred during maintenance activity. There was no patient involvement.